Event description:
It was reported that there was a loss of therapeutic effect. The patient had two leads with multiple high impedance values on them. The event date was unknown as to when this occurred. One lead had greater than 10 ,000 ohms on all pairs. The other lead had 2 of 8 electrodes out. The following was battery information on the device: at 2.92 volts, 2 anodes, 2 cathodes, pulse width of 390 microseconds, frequency of 60 hertz, 3.65 volts. Estimate showed 52 months form date of implant and the patient was already past that. The patient felt like the implant was not working properly. The patient only used it 10 hours per day. The patient may be scheduled for a lead revision. On the date of the report the rep saw the patient. The loss of therapy was because they had lost an electrode on one of their leads that was carrying one of the positives or negatives. They weren¿t able to complete the circuit basically. The rep was able to determine that by doing an impedance check. They noticed a couple of the electrodes had high impedances of greater than 10,000 ohms. Some of those loss of electrodes were some that were already programed. The rep programed with existing electrodes that were showing good impedance values. The patient had regained effective therapy in the desired location of their body; the patient was happy. The problem at that point seemed to be resolved .there was no revision surgery or anything scheduled at that point. The patient was satisfied with their therapy and was coming back in one month to see the healthcare provider. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).